Event description:
Medtronic received information that following the implant of a sorin percival valve, a permanent pacemaker was implanted due to complete heart block (chb). No further adverse patient effects were reported. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).